Event description:
It was reported that during the implant attempt the lead would not stay in position after many attempts. The lead was taken out, sent for analysis and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was present in/on the helix mechanism.